Event description:
In 2007, it was reported to boston scientific corp, that during an endoscopic retrograde cholangiopancreatography (pat gender and age unk) using a stonetome sphincterotome, the cutting wire "snapped and broke". The physician successfully completed the procedure with an unk device. The pt's condition was reported as "fine."

Manufacturer narrative:
The lot number of the device used is unk, consequently, the MFR date of the device is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history review indicated three possible lots for this device - batch #9570726, #9629239, and #9528139. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been reported for these lots. The may 2007 15-month stonetome product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The root cause of the complaint remains undetermined.